Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd conventional needles leaks at the luer connection. The following information was provided by the initial reporter, translated from french to english: we're coming back to you to let you know that we've come across another faulty box. On another defective box, same problem there is a leakage as you can see on the photo below and the canula hooks into the skin. There have been several problems with needles from this same box. No, it's not the same box as last time, it's batch number 200519. Yes, there has been an impact on patients. The canula hooks into the skin, which is not very pleasant and causes bruising. Botox is a relatively expensive product, and we lose a lot of product with this leaking syringe. Are you aware of this problem with other customers? 30-aug-2024 "reported problem/defect: leakage at luer connection/needle stick injury 1. Could you please provide a date of event? ="the day of the e-mail, 20/08/24" 2. Please confirm the number of products affected. ="several, no further info" 3. Has there been any patient impact (serious injury, medical intervention, change of treatment required)? ="yes, there has been an impact on patients. The canula hooks into the skin, which is not very pleasant and causes bruising." 4. Has there been any healthcare worker¿s exposure to blood or bodily fluids? ="no" 5. Could you please confirm whether the mentioned "needle stick injury caused bruising" occurred prior to use (with clean needle) or during use (after use/dirty/blood/other contamination)? ="I don't understand your question. The canula was mounted on a syringe to inject botox into a patient. During the injection, the canula caught on the patient's skin more than usual, causing a bruise." 6. Have any other actions been taken? ="no" 7. Were there any negative consequences for the operator due to the leak or for patients due to the missed administration? ="no" 8. We would like you to confirm if any samples are available for investigation. If yes, could you please specify if the samples are: ="no, as samples from the previous batch have already been sent." Reported problem/defect: unknown as you have mentioned that, "there have been several problems with needles from this same box.". Please support the investigation by providing the answer to the below questions. 1. Could you please describe in detail about the other problems with this product "needle 30ga 1/2in - 304000" in lot#200519? ="always the same problem: the canula hooks to the skin and leaks when it is on the syringe." 2. Could you please provide a date of event for each problem? ="the customer doesn't have the details." 3. Could you please confirm the number of products affected, for each problem? ="the customer doesn't have the details." 4. Has there been any patient impact (serious injury, medical intervention, change of treatment required), for each problem? ="always the same problem: the canula hooks the skin and leaks when it's on the syringe." 5. Have any other actions been taken, for each problem? ="no"

Manufacturer narrative:
A device history record review was completed for provided material number 304000 and lot number 200519. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) picture samples were provided for evaluation by our quality team. Through examination of the pictures, a needle hub was observed assembled to a syringe with a drop of liquid seen at the connection of the needle and syringe. The second picture showed the microlance shelf carton label information. Twenty (20) retained samples of the reported lot number were obtained from the manufacturing facility for further review. The retained needle samples were assembled with a bd discard it 2ml syringe. No defects regarding hub connection or leakage were detected. The retained needles were also microscopically examined and all cannulas showed well-formed bevels with no signs of blunt point or damage. Based on the provided feedback of ¿cannula hooks in skin¿ it is possible that an issue of blunt point needle occurred. The manufacturing process has camera systems in place to inspect all needle points with any defective needles rejected. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. The cannula point is the most critical and fragile part of the needle. When handling the product, care should be taken to avoid any risk to the cannula point. An exact cause could not be determined for the report of leakage. It is possible that the leakage resulted from handling of the product. The needle should be attached to the syringe by following regular practices, positioning the hub onto the syringe tip with a slightly rotational movement. Based on the preventive measures in place, we believe the probability of this defect is very low with an unlikely chance of recurrence. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.